Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) screen flickers after switching on unit. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and reconnected all the connections inside the screen, as well as, all other possibilities. Then, the fse did not encounter any issues with the unit. Also, the fse observed the unit for more than an hour with no issues and the unit was kept under observation. The unit was then returned to the customer and cleared for clinical use.